Event description:
A cartridge alarm 20 was reported during the pumping process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the repeated alarms with consecutive cartridges, and a replacement pump was arranged for the customer as the pump was out of warranty.